Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent mesh removal due to pain, cramps, bladder infections and painful intercourse on (B)(6) 2013. It was reported that patient underwent cystoscopy, holmium laser of foreign body, bladder, endoscopic excision of foreign object within the bladder, fulguration of the bladder on 7/30/2013. It was reported that the patient underwent mesh removal due to extensive mesh erosion and mesh erosion into the bladder on (B)(6) 2014. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. Thee patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted, lysis of omental adhensions to the anterior wall dissection, unilateral uterolyses was performed concurrently at the time of implant. Patient experienced graft erosion, omental adhesions to the anterior wall. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 5/31/2016. Additional information age/date of birth, other relevant history.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted due to pop and original mesh eroded. It was reported that following insertion the patient experienced odor, erosion of mesh into bladder and emotional pain and suffering related to multiple removal surgeries. No additional information was provided.